Manufacturer narrative:
Additional information provided describes event or problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator presented to the emergency room after hearing beep tones. The device recorded several syncope and presyncope episodes. Device interrogation revealed high out of range right ventricular (rv) pacing impedance measurement, measuring greater than 3000 ohms with no capture and several egms of oversensing and pacing inhibition. The device was programmed to left ventricular (lv) only pacing which resulted in a 10 second pause. The device was then reprogrammed to electrocautery mode with higher lv output. It was suspected that the competitor rv lead had fracture. However, a chest x-ray was performed and no visible fracture was noted. The patient was admitted into the hospital and will undergo lead procedure. No additional adverse patient effects were reported. This device and competitor rv lead remains in service. Additional information was provided on 14sep2021, it was reported that this cardiac resynchronization therapy defibrillator was explanted and replaced. In addition, both the competitor right atrial and right ventricular leads were explanted and replaced. No additional adverse patient effects were reported. This device location is unknown, therefore will not return for analysis.